Manufacturer narrative:
The tech found that gear rack was broken off when he investigated the product. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unk if the facility performs preventative maintenance on their lifts. The tech replaced the gear rack to resolve the issue. The tech thoroughly tested the bed exit system and it functioned as designed. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the legs would not open on the mobile lift and the gear rack was broken. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).